Event description:
This info was received from an external medwatch form. It was reported that the (1) tlc75 did not function properly. It was reported that the reload was used and the surgeon attempted to fire. The device would advance 1cm but would not go further. The procedure occurred in 1999 and the report was dated 10/31/1999. There was no consequence to the pt.